Event description:
Chest pa & lateral x-ray revealed discontinuity of the port-a-cath, placed on the right, with migration of the distal catheter into the right pulmonary arterial system. No evidence of pneumonthorax or lung disease. The patient had distal catheter removed through catheterization procedures without any complications.